Event description:
It was reported through clinic notes that following a patient's lead revision their lead was installed in a new location on the vagus nerve. It was reported that following the surgery the patient experienced constant coughing and their settings were turned down to relieve the cough. The patient was informed that their vocal cord was paralyzed and the physician assessed this occurred "likely a result of the vns surgery." No further relevant information has been received to date.